Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that "disposable attached", "starting ll0", "error 1871" and "power down" were recorded in history. During analysis, the user's reported complaint was able to be duplicated. During bootup, the pump displayed lec 1871 which indicates a motor timeout. When trying to start the pump in user mode it immediately alarmed, and no motor noise came from the unit. Trying to operate the pump by hand was unsuccessful, the motor was locked. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error 1871. Lens damage was also reported. No adverse effects were reported.